Event description:
A (B)(6) male patient contacted zoll customer support to report an unrelated issue. During servicing, it was found that his monitor had multiple abnormal shutdowns. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. During servicing, multiple abnormal shutdowns occurred. Upon evaluation, the u1003 component on the computer analog board was defective. The u1003 component is a cpld (complex programmable logic device) macrocell which controls the high-power logic functions of the monitor, thus causing the shutdowns. The root cause of the defective component cannot be positively determined, but is likely due to a random component failure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.